Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx coronary drug eluting stent was attempted to be used to treat a lesion in the mid rca. The lesion was moderately tortuous, severely calcified, with 75% stenosis. There was no damage noted to the device packaging. There were no issues removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device passed through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It was reported that the stent failed to cross the lesion due to the lesion characteristics. Removal difficulties were encountered when removing the device. It was also reported that the patient suffered a haematoma vessel damage and a vessel spasm. There was no dissection or perforation. It was informed that the hematoma and the vessel spasm did not occur as a result of the removal difficulties. The procedure was completed. The patient left the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.